Event description:
Related manufacturer report number: 3006705815-2023-08522. It was reported that the patient had a possible infection at the lead site. As a result, the patient underwent surgical intervention where the leads were pulled out. There was no reported fluid indicating an infection post-operatively.

Manufacturer narrative:
A patient had a possible infection at the lead site was reported to abbott. The patient underwent surgical intervention where the leads were pulled out. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.